Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported use of endofresh a as an otorhinolaryngological fiber beyond the expiration date issue could not be determined, as the device was not returned to olympus for evaluation, however, the issue was likely due to user mishandling/error. The event may be detected/prevented by following the instructions for use which state: use a mild, medical-grade, low-foaming detergent. Follow the cleaning solution manufacturer's instructions for concentration, temperature, soak time, and expiration date. Please contact olympus for specific product names of cleaning fluids that have been confirmed to be applicable to endoscopes and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that customer was using endofresh a as an otorhinolaryngological fiber that had been expired for more than a year. According to customer, all the rhino-laryngo videoscopes owned by the facility might had been used endofresh that had expired. The issue was found during reprocessing of the subject device (rhino-laryngo videoscope). The intended procedure was completed using the same set of equipment. There were no reports of patient or user harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.